Manufacturer narrative:
An analysis was performed on the returned device. The mechanical jam and entrapment are related to the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was removed from the patient with excessive force. It should be noted that the electronic perclose prostyle instructions for use (eifu) states, ¿do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible a cuff miss occurred causing one of the needles to strike the foot inducing a bend in the needle shank or a jamming of the needle into the foot pocket. In these conditions resistance would be encountered when pulling the plunger back. Without the plunger returned, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information was provided that this was an arteriotomy closure of the right common femoral artery with a sheath size of 6fr. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was a closure of an unknown vessel using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the device got stuck because the needles did not deploy properly and the device could not be easily removed. A balloon was used to protect the artery and the cardiologists were able to remove the device by pulling harder on the needles. The pre-close technique was abandoned and the tavi procedure was cancelled. Hemostasis was achieved with a non-abbott device. There were adverse patient effects and the patient did not have the tavi procedure. No additional information was provided.